Event description:
The reporter contacted lifescan (lfs) alleging that the pt's one touch ultrasmart meter had been displaying erratic readings. The pt received a 54 mg/dl and 231 mg/dl and seven minutes later received a 31 mg/dl. There is no info on whether the pt experienced any symptoms at the time of testing. The pt ate food and/or drank a beverage after attempting to use the meter. The technique of applying the blood on the test strip was correct. The test strips were in good condition and not expired. The pt's control solution had been opened less than three months. Test strips failed twice using the control solution. Customer service sent the pt a new vial of control solution and replacement test strips.